Manufacturer narrative:
Device received with partial display segments display anomaly due to bleeding lcd. Device received with moisture damage noted on electronics assembly, motor, vibrator motor assembly. Device received with high sleep current due to moisture damage on electronics assembly. Device received with cracked retainer, cracked case at battery tube side, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the stuck button alarm. The blood glucose level of the customer's blood glucose level was 236 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump was exposed to the moisture. The customer stated that there was water in the battery compartment. The insulin pump will be returned for the analysis.